Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: there was no direct (or increased) risk of harm to a critical structure due to the unintended screw placements. There was no actual harm/negative clinical effect to the patient due to the unintended screw placements (also not due to surgery/anesthesia prolongation of about 1.5 hours). The screws placed unintendedly were revised successfully with aid of navigation at the very same surgery. At the end of the surgery all screws were placed in their correct final positions as intended, and the outcome of the surgery was successful as intended. There are no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the left l4-l5 screws from their intended position (by approx. 3 -4 mm superior than intended) was a non-rigid fixation of the patient reference system (i.e. Schanz screws) that led to a movement of the patient reference array during the procedure that resulted in an inaccuracy in navigation. The schanz screws were initially inserted into the right iliac spine with a hammer, rather than a drill, which can result in a suboptimally secure fixation of the screws (to which the 2-pin fixator and reference array are attached). The insertion approach of the schanz screws was also less than ideal for achieving an optimal amount of hold on the bone for a secure fixation. Both of these factors can increase the potential for reference array movement due to inadvertently applied forces (e.g. Bumping into patient reference, draping, push/pull forces on the surrounding skin/tissue, etc.) On one or more parts of the patient reference system (i.e. Schanz screws, 2-pin fixator and/or reference array). Apparently, the resulting deviation of the navigation display was not recognized or detected by the surgeon with the appropriate and necessary accuracy verification checks during bone preparation and screw placements at left l4-l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2020) on the spine for a transforaminal lumbar interbody fusion (tlif) at l4-l5 to address spondylosis at l4 was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table, calibrated a brainlab drill guide and a non-brainlab screwdriver in the navigation software, placed schanz screws at the right iliac crest using a hammer (against brainlab's recommendation of drilling the schanz screws), attached the 2-pin fixator and 4-sphere reference array, acquired an airo CT scan with automatic image registration (to match the display of the navigation to the current patient anatomy), verified accuracy of the registration and determined a 3 mm deviation, acquired a second airo CT scan with automatic image registration, verified accuracy using the navigated pointer (on the schanz screws and the patient's midline) and determined it acceptable, marked incision points on right l4-l5 using the navigated pointer and made the incisions, drilled holes at right l4-l5 and confirmed accuracy of the holes using the navigated pointer, placed screws at right l4-l5 using the navigated screwdriver, checked accuracy of the screw placements and noted a deviation of approx. 3 mm, acquired a third airo scan with automatic image registration, verified accuracy using the navigated pointer, and confirmed correct placement of screws in right l4-l5, marked incision points on left l4-l5, made incisions, drilled holes, and placed screws, according to the workflow described above. Began decompression work at left l4-l5, and noticed a deviation when placing the navigated pointer at the screw heads, obtained a c-arm scan to check screw placements and determined that left l4-l5 screws were placed 3-4 mm superior than intended, removed left l4-l5 screws and the schanz screws, and replaced the schanz screws into the posterior superior iliac spine (psis) bone using the drill (as brainlab recommended), acquired a fourth airo scan with automatic image registration, verified the accuracy of the registration using the navigated pointer (on the schanz screws, patient's midline and the placed screws in right l4-l5), revised placements of the left l4-l5 screws using the navigated screwdriver, obtained a c-arm scan to confirm screw placements, and finished the case. According to the hospital/neurosurgeon: there was no direct (or increased) risk of harm to a critical structure due to the deviating screw placements, there was no actual harm/negative clinical effect to the patient due to the deviating, screw placements (also not due to surgery/anesthesia prolongation of about 1.5 hours), the screws placed unintendedly were revised successfully with aid of navigation at the very same surgery, at the end of the surgery all screws were placed in their correct final positions as intended, and the outcome of the surgery was successful as intended, there are no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either.